Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman flx closure device and delivery system (wds) was inserted. The 27mm wds had to be recaptured four (4) times for repositioning. Once position, anchor, size, and seal (pass) criteria were met and the wds was released. After release, the physicians noted that the closure device shifted proximally and was no longer meeting pass criteria. The closure device was left in place and the patient had a follow up transesophageal echocardiography (tee) completed the next day. The closure device remained in the same position. There were no patient complications reported. There was no intervention performed or planned at this time. The patient will continue to be monitored at the next follow up and was discharged home.